Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08oct2018. Philip's service engineer (se) inspected the device. The se found the on/ off switch required replacement. The se replaced the on/off switch and the unit passed performance verification testing.

Event description:
It was reported that during service the ventilator was not starting up correctly. The ventilator would sometimes need to restart. There was no patient involvement. The event date was not specified; estimate used.